Event description:
The cassette was loaded improperly allowing the pump to run with the roller stop -roll clamp- closed. When the nurse noticed that the fluids were not dripping she opened the clamp allowing the meds to freeflow.